Event description:
Complaint was received in a batch report from the distributor (lot number: 85999) on (B)(6) 2013. No other info was provided. Caller alleges that test showed a false negative hcg result using the consult diagnostics hcg urine cassette test. Reports "false negative, patient was pregnant".

Manufacturer narrative:
Investigation: control: 20miu/ml hcg urine lot: hcg121115-01, 204.6iu/ml hcg urine lot: hcg130527-01, 208.2iu/ml hcg urine lot: hcg130829-01, 222.8iu/ml hcg urine lot: hcg130829-02. Clinical positive urine samples from 6 pregnancy women specification. Detail as below: the 20miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=15). The 204.6iu/ml hcg urine control yielded clearly positive results with retention devices at 3minutes (n=3). The 208.2iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 222.8iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=3). The 6 clinical positive urine samples yielded clearly positive results with retention devices at 3 minutes (n=1 for each sample). Conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control, 3 high level hcg urine controls, and 6 clinical positive urine samples. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the info provided. Product deficiency was not established. This issue will be tracked and trended.